Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the stent dislodged from the balloon. A 7.0mmx15mmx150cm express sd balloon expandable stent was selected for use to treat peripheral artery disease (pad). The target lesion was located in the iliac artery and was noted as mildly calcified. The stent delivery system was advanced to the target lesion. However, the stent dislodged from the balloon prematurely and deployed in an unintended location. The stent was not removed. A new express sd stent was used and implanted in the correct location. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter facility name: vascular and interventional experts.

Event description:
It was reported that the stent dislodged from the balloon. A 7.0mmx15mmx150cm express sd balloon expandable stent was selected for use to treat peripheral artery disease (pad). The target lesion was located in the iliac artery and was noted as mildly calcified. The stent delivery system was advanced to the target lesion. However, the stent dislodged from the balloon prematurely and deployed in an unintended location. The stent was not removed. A new express sd stent was used and implanted in the correct location. There were no patient complications. It was further reported that no additional intervention was needed and the stent was left in a spot that did not add any complications to the procedure. The patient recovered fully with out issue.